Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. On the day of onset, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. On an unreported date, the patient began treatment with fortum injection 250 milligrams in bags number one and number three intraperitoneally (specific frequency of bags and duration not reported) for the peritonitis event. Dianeal therapy was ongoing. It was unknown if the patient was recovering or was recovered from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4)/. During follow up with the reporter, they provided additional treatment details. On an unreported date, the patient was treated with cefuroxime (route not reported, 375 milligram, "bd-two times per day", duration not reported) for peritonitis. On an unreported date, the patient stopped fortum treatment. At the time of this report, the patient was not recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.